Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment investigation summary: the sample was returned to the manufacturer for evaluation. Based on the evaluation of the sample, a partial deployment of the stent graft could be confirmed. The device could be flushed and upon retraction of the outer sheath, the stent graft could be further deployed. In this case, the system was flushed, and appropriate guidewire was used. Additionally, it is known that the proximal end of the stent graft was placed straight in the section of the lumen prior to deployment. The stent graft was used in the aortic arch to treat an aneurysm which is off-label use. Therefore, the investigation is confirmed for the reported and identified issues. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. Regarding the indications the instructions for use states 'for use in the iliac and femoral arteries' and the in the precautions can be found that 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.¿ medical device expiry date: 03/2024.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.